Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the position changes in the stimulation was not determined. Actions taken to resolve the positional changes in the stimulation and jolting sensations was the rep was continuing to make adjustments in the patient¿s programming. The patient weighed (B)(6) pounds at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that since implant the patient had positional change stimulation issue. When the patient was getting out of the car or getting up from a chair they would feel a jolting sensation, although it sometimes occurred while walking as well. During the call it was discussed to perhaps change the cone angles but the patient was already at extra small for upright, and there was really no difference in sitting and standing upright. It was then discussed that perhaps the patient needed manual adjustments to accommodate to positional changes. No further complications were reported.